Event description:
It was reported that during service at the manufacturer a broken blade was found in the attachment. It was further reported that there was no patrient impact, adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to manufacturer.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service at the manufacturer a broken blade was found in the attachment. It was further reported that there was no patient impact, adverse consequences or surgical delay as a result of this event.